Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes were made and further testing was recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the rv lead exhibited r-wave and t-wave oversensing episodes. Reprogramming was performed which resolved the issue. No patient symptoms were reported.